Event description:
It was reported that the right atrial (ra) lead exhibited under sensing. Technical services (ts) assessment confirmed most recent lead impedance measurements were within normal limits. This lead remains in service. No adverse patient effects were reported.